Event description:
Customer reported experiencing a past event where blood glucose level was low. Specific value for the low blood glucose was not reported, but it was indicated as "low." Customer used an inhaler for treatment action during this event. Control-iq feature on the customer's pump was active at the time. Customer was advised by technical support to consult with a healthcare provider to understand potential factors affecting blood glucose levels, and customer acknowledged this recommendation.